Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode sodium results on their integra 400 plus analyzer. The customer stated they were calculating the anion gap for a patient sample and it was negative. The customer then decided to repeated calibration and quality control and they were still in range. He ran patient samples on this analyzer again and on a backup blood gas abl 800 analyzer. The customer provided data for the repeated integra 400 and alb 800 analyzer results for three patients with discrepant results that were reported outside the laboratory. The first patient's sodium from the integra 400 was 131 mmol/l accompanied by a data flag. The result from the alb 800 was 142 mmol/l. The second patient's sodium from the integra 400 was 128 mmol/l accompanied by a data flag. The result from the alb 800 was 139 mmol/l. The third patient's sodium from the integra 400 was 128 mmol/l accompanied by a data flag. The result from the alb 800 was 140 mmol/l. The results from the alb 800 analyzer were deemed to be correct. There were no adverse events. The sodium electrode lot number was 21534041 and the expiration date was 07/11/2014. The field service representative found a defective sodium electrode. He replaced the electrode. He re-calibrated and ran quality control on the system several times in order to confirm the quality control was coming in range. The customer calibrated and ran quality control and everything was back to normal for them after the sodium electrode was replaced.